Event description:
Voluntary medwatch form received noted the right ventricular lead was explanted due to infection. The lead was successfully replaced. No adverse patient effects were reported following operation.

Manufacturer narrative:
Voluntary event report received. Medwatch: mw5145753.